Manufacturer narrative:
(B)(4). Date sent: 8/18/2023. Additional information was requested and the following was obtained: in this case, the patient was not injured. No clarification questions were sent during that period. What was the exact procedure? Drain gastrectomy. What is meant by ¿new scrapper weld is applied¿? Not clear whence the wording. What is the patient¿s bmi? What was the targeted tissue? Stomach. What color cartridge was used? Was buttressing material used? Any pre-op radiation or chemotherapy? Was the target tissue particularly thick? Any damage seen to the device? Any pictures of the device available? Device 2 pcs is in the office. Claim filed by medlana llc. What is the current patient status?

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. Additional information was requested and the following was obtained: in this case, the patient was not injured. No clarification questions were sent during that period. To answer the questions below, you must raise the patient card. The surgeon is on vacation until (B)(6) and is not ready to answer these questions now, as a lot of time has passed. What was the exact procedure? Drain gastrectomy. What is meant by ¿new scrapper weld is applied¿? Not clear whence the wording. What is the patient¿s bmi? What was the targeted tissue? Stomach what color cartridge was used? Was buttressing material used? Any pre-op radiation or chemotherapy? Was the target tissue particularly thick? Any damage seen to the device? Any pictures of the device available? Device 2 pcs is in the office, claim filed by (B)(6). What is the current patient status?

Event description:
It was reported that during an unknown procedure the device failed during operation. During flashing, the first device stopped at half of the cassette. According to the surgeon, presumably there was not enough power to push out the staples. To complete the operation, the reverse button was used, it worked. The patient was not injured. The current state of the patient is satisfactory. The operation time has increased by approximately 10 minutes.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: the machine stopped when the trigger was pressed, so most likely the machine. With difficulties, the device was removed. A new scraper weld is applied to the edge of the incomplete hardware weld. In the case of relaxation, the failure of the staple line was eliminated by the imposition of staples on the probe. For re-operation, the patient was taken due to seam failure and peritonitis. After repeated operation, peritonitis is stopped, the leakage of the suture is preserved. Stenting of the esophagus and stomach stents, active aspiration through drainage, brought to the place of insolvency, were carried out. The hand weld is applied below the staple failure during the first operation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact procedure? What is meant by ¿new scrapper weld is applied¿? What is the patient¿s bmi? What was the targeted tissue? What color cartridge was used? Was buttressing material used? Any pre-op radiation or chemotherapy? Was the target tissue particularly thick? Any damage seen to the device? Any pictures of the device available? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. Additional information was requested, and the following was obtained: 1. What was the exact procedure? Sleeve gastrectomy. 2. What is meant by ¿new scrapper weld is applied¿? Defect after removing the locked device. 3. What is the patient¿s bmi? 53 kg 900 gr (note: the patient refused gastric bypass. 4. What was the targeted tissue? Upper third of the stomach. 5. What color cartridge was used? Blue. 6. Was buttressing material used? No. 7. Any pre-op radiation or chemotherapy? No. 8. Was the target tissue particularly thick? No. 9. Any damage seen to the device? Visually no. 10. Any pictures of the device available? Device is available. Hcp will provide photos lately as currently hcp on the annual leave. 11. What is the current patient status? The patient is being treated at the (B)(6). Additional: the patient's body temperature has been rising to 38 for the last few days. On (B)(6) 2023 he was examined at the (B)(6) hospital. CT scan showed infiltration in the left subdiaphragmatic space. The patient was hospitalized, conservative treatment is being carried out.